Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pyxis stations were intermittently working. A technical support specialist remoted the server, checked settings and confirmed with the customer that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es tower experienced a problem in the ER, where all pyxis stations were functioning intermittently. Some nurses were unable to access their patients in the pyxis system, while others could log in but were unable to retrieve any medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.